Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height bin drawer 2.1 was locking when it should not. A field service engineer (fse) found that the solenoid was bad and replaced the solenoid with not being used on full height bin and then tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es intermittently locked when on the case screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.